Manufacturer narrative:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was still attached to the balloon catheter at the distal tip of the advancer tube when the device was pulled out after deflating the balloon. Manual compression was administered when the closure device failed. There was no reported patient injury. The device was properly deployed by the physician. The operator was trained to the mynxgrip vascular closure device. The device was opened in sterile filed. The mynxgrip vcd was used to close a 7f femoral access. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than, or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device (B)(4) involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedure sheath was on the catheter, fully retracted, the advancer tube was deployed on the catheter shaft, and the sealant was observed to have been exposed to blood and adhered to the device atraumatic wire as received. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to distal tamp lock as intended per the mynxgrip instructions for use (IFU). The failure investigation of the returned device found no functional non-conformities on the returned device. A product history record (phr) review of lot f1931503 revealed no anomalies, or non-conformances during the manufacturing, and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was still attached to the balloon catheter at the distal tip of the advancer tube when the device was pulled out after deflating the balloon. Manual compression was administered when the closure device failed. There was no reported patient injury. The device was properly deployed by the physician. The operator was trained to the mynxgrip vascular closure device. The device was opened in sterile filed. The mynxgrip vcd was used to close a 7f femoral access. The procedure use a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than, or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The device will be returned for evaluation. No other information was provided.